Manufacturer narrative:
The device was returned to mmdg for evalution. During the investigation the pump alarmed error code 30. This was also found in the pump history. This error code indicates a failed auxiliary alarm. The pump also will not operate until this error code is able to be cleared via factory repair. Mmdg can find no indication that the pump actually failed to alarm. A DHR review was also conducted, and no non-conformances were found.

Event description:
The initial reporter stated that the pump failed the auxiliary alarm during testing. Because the reported complaint occurred during testing, there was no patient affected by the complaint. (B)(4).